Event description:
Reporting status: malfunction. Reporting rationale: guidewire tip separation has caused or contributed to pt injury previously. Device issue: guidewire tip separation. It was reported that the balance middleweight (bmw) guidewire could not cross the stenosis. During the removal of the guidewire resistance was felt. At that time, it was noted that the tip of the guidewire was stretched. A new guidewire crossed the stenosis. Another co's stent could not be placed. All devices were removed from the pt. Outside of the pt's body, it was noticed that the tip of the bmw was on the stent. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis of the guidewire was returned without blood visible. There was very thick, crystallized contrast on the core and coils. The tip coils were stretched for a length of 4 cm distal to the center solder. The tipball and tip coils separated from the shaping ribbon. There was 2.9 cm of shaping ribbon distal to the center solder. The core was intact. The tipball and tip coils were not returned. There was no other damage noted to the guidewire. The guidewire sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device shaping ribbon was subjected to excessive ductile overload beyond the design limit of the guidewire causing the tip to detach. For the guidewire to fail due to ductile overload, some portion of the guidewire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, it appears that the guidewire was trapped in the anatomy, but the case details are not clear on this. How the tip subsequently became caught on the stent device is unk from the analysis. It does appear from the sem analysis that the forces applied in the attempt to remove the guidewire exceeded the strength of the shaping ribbon of the wire which fractured. Overall, the failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This a very low-level failure mode that is trended. Mfg assures the quality of the guidewire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.